Manufacturer narrative:
H10: internal complaint reference: (B)(4). Updated h6 (clinical code and impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the inserter was received without t1/t2. A strand of suture was returned but it is unclear whether it was attached to either t1 or t2. The suture strand was torn and frayed on both ends. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found that the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, before the suture was cut of the ultra fast-fix, the suture broke and the knot could not be tightened. Both t's were removed from the patient. There was no significant delay and the procedure was completed with a backup device and no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.